Manufacturer narrative:
Cartridges used by the consumer were not sent back for evaluation, therefore, the devices could not be evaluated. The customer provided information regarding the suspected false positive test and a member of the technical support group was able to perform data analysis. The complaint history was reviewed and there were no previous similar complaints against involved lot. The lot history record (lhr) was reviewed for the lot number in the complaint, and it passed release specifications. A technical support representative reviewed customer data and performed data analysis. All data values were normal and met acceptable criteria. Root cause was undetermined.

Event description:
Customer reported receiving a suspected false positive result on (B)(6) 2022 when testing with the cue covid-19 test for home and over the counter (otc) use (cartridge sn (B)(4), lot 21996m, reader sn (B)(4). Three repeat cue tests were performed on three different cue readers and three negative results were obtained. Subsequent ihealth antigen tests and a confirmatory pcr test were performed on unspecified dates and all provided negative results (frequency of antigen testing not provided). Customer did not have symptoms or a known exposure, and was fully vaccinated and double boosted. Cartridges were stored at room temperature to customer's knowledge.